Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the reported condition could not be visualized. Visual inspection of the provided video shows the device connected on the blood side and the protection cap is attached on the dialysate port. No external leak can be identified in the video. Furthermore, only water condensation (moisture) can be seen on the inner edge of the header cap. This appearance can occur due to climatic conditions and is not a product failure. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from ¿the venous port of the dialyzer¿ of a polyflux 17l set thirty minutes prior to the end of hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.